Event description:
It was reported that the customer had a button error on her insulin pump. Her blood glucose was 284 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.